Manufacturer narrative:
An event regarding periprosthetic fracture of the stem involving a securfit stem was reported. The event was not confirmed. Method & results: -device evaluation and results: the provided picture of the device was of poor quality and cannot confirm the reported event. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Left hip periprosthetic fracture caused stem to loosen. Replaced stem with revision stem, liner and head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
Left hip periprosthetic fracture caused stem to loosen. Replaced stem with revision stem, liner and head.